Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and continued to use it for insulin therapy while awaiting a replacement pump.